Event description:
Patient (pt) called back and repeated previously documented information. Pt stated they could not get the controller to work again. They mentioned the implantable neurostimulator (ins) battery was 30%, they charged it but they could not get it to work. Pt stated that they plugged in the controller and charged it to 100%. They then attempted to recharge the implant, but the controller did not indicate that the implant was recharging. They attempted to recharge the implant again and noted that the green light on the controller was blinking. Pt stated they reset the controller like 3 days and now, the controller is displaying a "battery low" message. Pt commented that they are fed up with their external device and do not feel right. They described the device as very exhausting and painful to use. They also mentioned receiving minimal help and feeling disgusted. Pt stated that they aren't getting adequate pain relief and that their machine provides only a quarter of the expected effect. Pt stated that they visited their healthcare provider (hcp) and were prescribed morphine (300 mg) and percocet (10 mg) for pain management. Pt also mentioned that their electrodes had moved within the past 2 or 3 weeks and that their hcp was on vacation at that time. Agent had pt reset the controller with ac power supply, blow air into the controller charging port and wipe the recharger telemetry module (rtm) pins. Pt confirmed that the controller turned on with green light flashing. Pt also confirmed that the controller battery was 90% (recharging) and the implant was low (in red or orange). Agent had pt connect the recharger. Pt stated seeing "connect the recharger" message. Subsequently, they received a "battery low" message. They positioned the recharger and then they received a message "battery low recharge your implanted device soon". They pressed the batteries and confirmed that the controller battery was 90% and the implant was low. Pt pressed 'recharge'. Pt then saw "batteries low replace the controller batteries soon" message. Agent had pt disconnect the recharger, reset the controller and reconnect the recharger. Pt stated seeing screen [14] (position), then screen [13] (connect the recharger), after which it returned to screen [14] (position). Agent had pt disconnect and reconnect the recharger. Pt stated seeing screens [14] (position) and [13] (connect the recharger) alternating back and forth. Pt confirmed no visible damage to the battery pack but noted that 2 of the 8 rtm pins appeared damaged; they were prominent, not sticking out, and not aligned with the others. Pt also noted that the pins inside the controller port did not appear shiny like the prongs and that the fifth pin appeared misaligned. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient (pt) called back stating they got the recharger telemetry module (rtm) yesterday and today they tried to use it. When they pushed the button to turn the controller on it did not turn on, pt had to reset the controller to get it back on. When pt would go to recharge the ins the controller would go off requiring a reset. When trying to recharge the ins they got battery low replace the controller batteries soon. Controller was at 90%. Due to nature of call agent request a controller and battery.

Manufacturer narrative:
B5 and code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant was not staying charged and was way beyond 30%. The issue began sunday. Patient was able to charge the controller to 100% but couldn't charge the implant. Patient was not getting any pain relief. Patient also inquired if the manufacturer had a better, newer implant. Agent reviewed information and redirected patient to their hcp. Patient mentioned they had fallen in 2022 or 2023 and one of the electrodes moved. Hcp was deciding whether to move the electrodes or to replace the implant. Patient mentioned their implant didn't work all the time and they were calling in with ongoing problems at least twice a year (see previous cases). Patient would not respond during the call so agent made an outbound call and left a voicemail for patient to call back.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to previous regulatory report: not all coding included for information included in b5, f15 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.